Event description:
The customer reported via phone call that the insulin pump experienced a keypad anomaly. The customer stated that the up arrow button was sticky and that she had to press the button a certain way to garner a response. She stated that the keypad issue had been ongoing for 2 to 3 weeks. The customer did not know the blood glucose reading. She reported that on one occasion, the numbers began ramping on the device's screen. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
All of the buttons functioned properly. However, corrosion was found on the keypad traces. No ramping numbers noted on the display. The following cosmetic damage was noted on the device: cracked battery tube thread, cracked belt clip slot, cracked reservoir tube lip, and cracked case near the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.